Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd discardit syringe s2 20ml leaks past the plunger. The following information was provided by the initial reporter, translated from german to english: drugs cannot be applied correctly as the liquid bypasses the plunger.

Manufacturer narrative:
A device history record review was completed for provided material number 300296 and lot number 2311200. The review did not reveal any detected abnormalities during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, two (2) syringe samples were returned for evaluation by our quality team. Through testing of the samples, no defect could be identified; therefore, we were unable to confirm the reported incident. Although we were unable to reproduce the reported issue, based on the provided feedback it is possible that the leakage resulted from damage to the plunger component. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
(B)(6) 2024: 1. Was there an impact on the patient (serious injury, medical intervention, required change in treatment)? No.